Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received information that this pacemaker with this right ventricular (rv) lead exhibited oversensing but without pacing inhibition. Subsequently, the device was explanted for normal battery depletion (nbd) while the rv lead was surgically abandoned. Additional information was received indicating that the system exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. No further information was received from the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been returned and analysis is ongoing and report will be updated once analysis is complete.